Event description:
The customer reported that while the patient was being evaluated and cared for in the nicu following a neonatal rectal irrigation procedure. A 4 mm x 4 mm irregular bright red area with a very small blister in the middle was noticed on the center of the patient's right buttock. Surgical team was called to the nicu to assess the injury. The site could not determine if the patient's injury was a burn, and have labeled this incident as skin injury. No lesion was noticed following the rectal irrigation, during positioning for the rectal pull through, or following the rectal pull through procedure. Much of the redness dissipated to 1/2 the original size within a few hours. The wound completely cleared after several hours except for the very small pinpoint blister that was in the middle of the reddened area. The patient's wound was dressed at the nicu. The patient was discharged about 10 days post-op with no evidence of the lesion remaining. The site indicated that the generator was tested by the site's biomedical engineering department and found to function normally and within specifications, therefore, the unit will not be returned for evaluation. The e7512 neonatal pre pad and the unknown pencil that were used were discarded by the site.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.